Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted after 31.6 months in service due to a battery anomaly. There were no reported adverse patient effects.